Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particle contamination in blower was found during device evaluation. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.